Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed for low readings. Also found cannula bent unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
It was reported the customer received a lost sensor alert on their insulin pump. The customer's blood glucose was 85 mg/dl at the time of the call. Troubleshooting found the customer's sensor appeared to be bent. No additional information provided.